Event description:
Total loss of functions was reported. The device was explanted and tested out of specification consistent with the notification advisory for this device. No patient complications have been reported as a result of this event.